Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc): received on 26-may-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration & perforation') in a 26-year-old female patient who had essure (batch no. 628045) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum state (10 weeks postpartum when essure was inserted) on (B)(6)2009, offensive vaginal discharge on (B)(6)2009, painful intercourse on (B)(6)2009, vaginal itching on (B)(6)2009, bleeding postpartum on (B)(6)2008, spotting vaginal (off and on, very light, since delivery) in (B)(6)2008, delivery on (B)(6)2008, vaginal infection on (B)(6)2008, vaginal discharge on (B)(6)2008, vaginal discomfort on (B)(6)2008, fetal movements decreased on (B)(6)2008, urine incontinence on (B)(6)2008 and vaginal odor in 2008. Previously administered products included for local anesthesia: ropivacaine; for birth control: depoprovera; for an unreported indication: xanax, percocet and toradol. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6)2009 for birth control. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed on (B)(6)2015. At the time of the report, the perforation and complication associated with device outcome was unknown. The reporter considered complication associated with device and perforation to be related to essure. The reporter commented: the hysteroscope was inserted and the endometrial cavity distended with normal saline and inspected. The left ostia was visualized and the essure device was placed and 3 coils were noted extending beyond the ostia. The right ostium was then visualized and the essure device was placed in a similar fashion with 5 coils extending beyond the ostia. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6)2009: results: negative. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Event "perforation" added. Product indication updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. 628045) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fetal movements decreased on (B)(6) 2008, urine incontinence on (B)(6) 2008, vaginal discharge on (B)(6) 2008, vaginal discomfort on (B)(6) 2008, vaginal infection on (B)(6) 2008, bleeding postpartum on (B)(6) 2008, vaginal odor in 2008, postpartum state (10 weeks postpartum when essure was inserted) on (B)(6) 2009, vaginal discharge on (B)(6) 2009, painful intercourse on (B)(6) 2009, vaginal itching on (B)(6) 2009, delivery on (B)(6) 2008 and spotting vaginal (off and on, very light, since delivery) in (B)(6) 2008. Previously administered products included for local anesthesia: ropivacaine on (B)(6) 2009; for birth control: depoprovera on (B)(6) 2008; for an unreported indication: xanax on (B)(6) 2009, percocet on (B)(6) 2009 and toradol on (B)(6) 2009. Concomitant products included medroxyprogesterone (depo provera) on (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: the hysteroscope was inserted and the endometrial cavity distended with normal saline and inspected. The left ostia was visualized and the essure device was placed and 3 coils were noted extending beyond the ostia. The right ostium was then visualized and the essure device was placed in a similar fashion with 5 coils extending beyond the ostia. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2009: negative. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: medical record received-lot number, reporter, historical drugs and conditions and insertion information were added. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and device was removed due to complications. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, this case was regarded as incident since a device removal was required. The product technical complaint analysis resulted in an unconfirmed quality defect. Since lot number was received, a ptc update is expected. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications.. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6)-year-old female patient who had essure (batch no. 628045) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included (B)(6) movements decreased on (B)(6) 2008, urine incontinence on (B)(6) 2008, vaginal discharge on (B)(6) 2008, vaginal discomfort on (B)(6) 2008, vaginal infection on (B)(6) 2008, bleeding postpartum on (B)(6) 2008, vaginal odor in 2008, postpartum state (10 weeks postpartum when essure was inserted) on (B)(6) 2009, offensive vaginal discharge on (B)(6) 2009, painful intercourse on (B)(6) 2009, vaginal itching on (B)(6) 2009, delivery on (B)(6) 2008 and spotting vaginal (off and on, very light, since delivery) in (B)(6) 2008. Previously administered products included for local anesthesia: ropivacaine on (B)(6) 2009; for birth control: depoprovera on (B)(6) 2008; for an unreported indication: xanax on (B)(6) 2009, percocet on (B)(6) 2009 and toradol on (B)(6) 2009. Concomitant products included medroxyprogesterone (depo provera) on (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: the hysteroscope was inserted and the endometrial cavity distended with normal saline and inspected. The left ostia was visualized and the essure device was placed and 3 coils were noted extending beyond the ostia. The right ostium was then visualized and the essure device was placed in a similar fashion with 5 coils extending beyond the ostia. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2009: (B)(6). Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs